Event description:
The hospital reported that during a coronary artery bypass procedure, prior to delivery of the seal, the heartstring iii safety mechanism would not release or click. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly, the seal and the anchor tab were inside of the delivery device. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Functional testing was performed on the device; the plunger was depressed with normal forced and functioned as expected. No non-conformities were observed during the functional testing. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).